Event description:
It was reported that when using the bd pyxis¿ medstation¿ es server, all station were on critical override. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the orders were crossing in all stations. The technical support specialist confirmed that the production support engineer (pse) agent provided instructions to perform an update tick process to resolve the critical override issue. The process was first completed at the gedc device in coordination with hospital staff, who confirmed that the issue was resolved. The update tick process was then successfully applied to all critical override devices, including the stations specified by the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all station were on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.